Event description:
It was reported by the patient that the patient activator phone indicator button "will not stop illuminating." The activator does not "reset itself." Technical services provided assistance by having the patient take out the batteries and put them back in, which did not resolve the issue. A new patient activator will be ordered for the patient. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.